Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 2000004576, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16434134, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had lost stimulation. The patient underwent an explant procedure.